Event description:
It was reported through a clinical database that, an omniwire was used in a diagnostic coronary procedure in the left circumflex artery. During the index procedure, the re-advancement of the omniwire post pullback resulted in a vessel dissection at the lesion site with transient loss of flow. This resulted in using a larger stent than originally planned. The physician reported this is related to the study device, but not the index procedure. This adverse event is being submitted because a dissection occurred and required stent placement.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2: date of birth not available. Block c: not applicable for this device. Blocks d4 & h4: lot #, expiration date, serial #, UDI #, and device manufacture date are unknown. Blocks d6 & d7: not applicable for this device. Block g2: study name - define gps. Blocks h3 & h6: the omniwire is not available for returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.